Manufacturer narrative:
A device history record is not available due to insufficient device data. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "1 te infection and 1 exposure were observed."

Event description:
Healthcare professional reported via case study, "1 te infection and 1 exposure were observed." Device status is unknown.